Event description:
It was reported that an alert for episodes of non-sustained rv oversensing were observed via remote transmission. It was suspected egms were being triggered because of conjunctional beat being blanked by the atrial paced. It was recommended to change base rate and see if behavior is altered. Device remains implanted.